Manufacturer narrative:
The customer¿s report of a patient receiving a lesser amount of medication than intended during an infusion could not be confirmed. The pcu event log shows that at 8:08 am on (B)(6)2016, the pcu was powered on, the pump module was attached and programmed for a basic infusion at 999ml/hr with a vtbi of 950ml. At 8:45 am a ¿fluid side occlusion¿ alarm occurred and two minutes later the device was restarted, then was paused at 8:47. Seconds later the pump module was channeled off. At 9:55 am another basic infusion at 999ml/hr with a vtbi of 300ml was programmed. Several ¿auto restarts¿ were recorded between 9:57:17 am and 9:57:59 am. A ¿partial patient side occlusion¿ alarm was noted at 9:58 am. Seconds later the pump module was restarted. The infusion completed and went into kvo at 10:14 am. At 10:23 am the vtbi was changed to 200ml and the pump module was restarted. Several ¿auto restarts¿ were recorded between 10:24 am and 10:43 am. A ¿partial patient side occlusion¿ alarm was noted at 10:25 am; the module was restarted at 10:39 am and another ¿partial patient side occlusion¿ alarm was noted at 10:44 am and the pump was restarted. The infusion completed and went into at 10:53 am. The total recorded volume infused was 1096.32ml. The module was channeled off at 11:05 am. The reported 450ml of medication left in the bag remaining after the infusion completed could not be confirmed during the investigation. Standard asm testing and timed rate accuracy testing at the incident rate of 999 ml/hr for one hour found no malfunctions and the device to be infusing within specification. The module was noted to be in overall good condition; no fluid ingress or contamination was observed on any area of the device, and no other issues or anomalies were noted. The root cause of a patient receiving less medication than intended during an infusion could not be determined.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an infusion of normal saline 1000ml was started with a volume to be infused of 950ml. The nurse responded to an infusion complete alarm some time later and noted that approximately 450ml was left in the bag. There is no report of patient harm.